Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: the pump started up to the verify screen appropriately with vibratory and audible features. A rewind, load and prime sequence was successfully completed with no issues. A 1.0u/hr basal rate was executed in the pump for a 24-hour duration period. No self-suspending occurred during this time period. No hypersensitive keys were observed on the keypad. The pump was able to be manually suspended and manually resumed with no issues. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with the suspend function of the pump. Troubleshooting did not indicate any evidence of use error associated with the alleged suspend issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.